Event description:
It was reported that malfunction alarm occurred with malf 9 while auto-correction was being delivered, and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if any malfunction recurred.